Manufacturer narrative:
Corrected data: evaluation codes (the results and conclusion code section listed incorrect codes on the initial report).

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.